Event description:
Customer reported difficulty with the pump's quick bolus/wake button, stating it required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by instructing them to press the button firmly and helped in removing the pump from its case. Despite these efforts, the issue persisted, leading to a decision to replace the pump, even though it was not under warranty.